Manufacturer narrative:
Image review: the still images provided showed the dislodged stent in the homeostatic valve post slippage during removal, a still image also showed the device balloon post stent slippage. The stent deformation could not be confirmed based on the returned images. (B)(4).

Event description:
The physician was attempting to use resolute onyx drug-eluting stents (2.75 x 38 mm, 2.25 x 30mm) to treat lesions in the lcx and first marginal artery bifurcation lesion of medina 1, 1, 1 type. The lesions were long with high grade stenosis, and moderate-to-severe calcification. The lcx was angulated distal to the bifurcation. The procedure was done by femoral approach using a 7 f system. Mini-crush technique was planned for the bifurcation treatment. The lesions had been adequately pre-dilated using high pressure balloons. No issues were noted when removing the device from the hoop. The protective sheath was present on the device and there were no difficulties when removing the sheath. The stents were inspected prior to use with no issues noted. Excessive force was required to advance the stents through the lesion. It is reported that deformation of the stent struts of the 2.75 x 38 mm resolute onyx occurred during a failed attempt to deliver the stent into the lesion. The stent slipped from the balloon during removal from the hemostatic valve and remained in the hemostatic valve of the y-connector. No intervention was required to remove the stent. The second resolute onyx drug-eluting stent 2.25 x 30mm could also not be delivered to the lesion resulting in deformation of stent struts. The y-connector was exchanged and the procedure was successfully completed using resolute integrity stents. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Delivery system returned with numerous kinks along the hypotube. Crimp impressions were visible on the exposed balloon surface. The stent was lodged in the hemostatic valve of the y-connector; it was not possible to remove the stent. The stent was deformed and bunched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.